Event description:
It was reported that a fast cath hemostasis introducer was used for a diagnostic left heart catheterization in a pt with a tortuous vessel. The sheath was removed at which time it was discovered that the device had fractured with fragments remaining in the ascending aorta. As the sheath was advanced, the contour of the sheath did not conform in the aortic arch. Attempts to remove the fragments were unsuccessful. An angiogram revealed what appeared to be a fragment of the catheter in a proximal tibial vessel, most likely the perineal artery. The sheath and packaging were examined post procedure at which time it was discovered that the product had expired in 8/95. The mfg date of the device was 7/92. There were no complications during the pt's recovery. The pt was discharged in stable condition. The hosp has implemented appropriate corrective action measures.